Manufacturer narrative:
Annual maintenance was performed on the instrument by field service engineer on (B)(6) 2015. At that time the customer reported they had some air in the instrument pipes. During maintenance, air issues were not observed. It was noted that the customer does not use rack adapters. Reagent and sample probes are cleaned daily monday-friday and are ok according to the customer.

Manufacturer narrative:
Method was updated.

Event description:
The customer complained of erroneous high results for one patient tested for glucose hk (gluc2). The erroneous result was reported outside of the laboratory. The date of event is not known. The initial gluc2 result was 63 mmol/l. This result was reported outside of the laboratory to the patient care department where the nurses were surprised by the result. A new sample was obtained from the patient where a contour meter result was 8 mmol/l and the result from an abl90 blood gas analyzer was also 8 mmol/l. The results of 8 mmol/l were considered to be correct. The patient care department informed the laboratory of these results the next day. The initial sample was no longer available for repeat testing. No adverse event occurred. The gluc2 reagent lot number and expiration date were not provided. The last calibration was done on the instrument on (B)(6) 2015. Calibration results were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The field service engineer checked sample pipetting, pressures and washes. The system operated within specifications. The customer is using 13 mm sample tubes without using the recommended rack adapters. The tubes might not be centered correctly and mis- pipetting could occur. The customer has had no further issues since the original event.